Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl on (B)(6) 2015. The customer ate cookies and drank a milkshake to address bg level. In addition, an elevated bg level of 472 mg/dl was experienced on (B)(6) 2015. The customer took a manual injection. The customer reported having out of range issues between the transmitter and pump, without any continuous glucose monitor (cgm) sensor readings. The customer stated that they were not alerted to the low and high bg levels, due to the out of range issues. There was no allegation of an insulin delivery issue with the pump. It was indicated that the customer had a backup pump and manual injections available for alternate insulin therapy.